Event description:
Follow up information received from the patient reported that the device is off and they plan to have it removed.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# va01czq , implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following medical condition was reported: pt reports she had implanted because she has multiple sclerosis (ms) but she had a relapse in her ms and thinks she needs some adjustment. Pt reports she does not know how to adjust but wants to try adjusting herself. On 03-apr-2013 additional information received reported the patient had a loss of therapeutic effect, ¿it¿s just not doing what it used to.¿ it was also reported the patient did not feel stimulation in the correct area on some programs. It was reported the patient experienced loss of bladder control and she was ¿peeing her pants.¿ it was noted the event occurred a ¿couple of months ago.¿ the patient had not had any falls or traumas and did not notice any changes to her pocket site. The patient had tried all 4 of her programs and had tried increasing stimulation; she believed her device needed to be reprogrammed. As of the date of this report the patient could feel stimulation but it was ¿not working as well as it did to begin with.¿ it was reported the patient had an appointment with her healthcare professional¿s (hcp) office a few weeks prior for reprogramming but ¿they did not have the necessary equipment and a manufacturer representative was not contacted so nothing was done.¿ additional information received reported the patient was going to her hcp¿s office the next day. On 2013-07-30 later reported the patient had an appointment on (B)(6) and was reprogrammed. It was noted the health care provider (hcp) was not certain what the ¿patient complaint indicated.¿ it was noted no surgical intervention was needed. It was reported the patient had no injury. On 2015-08-12 additional information received later indicated that patient was at point of wanting to have the interstim removed because of the challenges she¿s had with getting an MRI and going through airport security. The patient also reported that it was not working that well (not helping her urinary symptoms) and she has had botox and the botox worked wonders. It was reported that patient met with manufacturer representative for reprogramming but the programming was not successful. The patient reported she met with the representative around (B)(6) 2014. On 2015-12-30 additional information reported that a lack of efficacy. There was no bladder control. The patient tried botox and it worked great but now that was wearing off too. This occurred in (B)(6) 2014. The patient later reported on 2016-07-19 that she still does not have efficacy. The patient having her system explanted on (B)(6) and the patient was upset that she was told no one from manufacturer company would be available to attend. Patient still does not have efficacy, still thinks airport security was a hassle and still thinks it was inconvenient MRI labeling. The patient only stated additional information about patient programmer (pp). The pp was broken; the patient was referring to the fact the pp batteries have to be changed every 2 months, in her eyes this was because the pp was broken. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.